Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot 0045-3252-0233 on a vitros 5600 integrated system. Patient sample result of 39.4 mg/dl vs an expected result of 212.0 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected vitros glu result was not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot 0045-3252-0233 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical quality control results, a vitros glu lot 0045-3252-0233 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros glu reagent lot 0045-3252-0233. As no diagnostic precision testing was performed on the vitros 5600 system to verify instrument performance around the timeframe of the event upon request, an instrument related issue cannot be ruled out as a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, a pre-analytical sample mix-up was ruled out as a contributing factor of the event.